Event description:
It was reported the pt (germany) experienced a sudden loss of stimulation. A diagnostic test revealed impedance issues that appear to be impacted by the pt's position. Therapy was recaptured but can only be felt when the pt is sitting. Surgical intervention may be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.